Event description:
This device was explanted due to pt. Complaint of pain at implant site. Should additional information become available, this file will be updated.

Manufacturer narrative:
Pain was observed following the implantation of this biotronik device. Therefore, the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. In conclusion there was no indication of a material or manufacturing problem.